Manufacturer narrative:
(B)(4) secondary surgery, (B)(4) unreactive pupil (fixed). (B)(4) excessive. (B)(4).

Event description:
The reporter stated the surgeon implanted an 13.2 mm vicm13.2 implantable collamer lens on (B)(6) 2011 in pt's right eye. The lens was explanted on (B)(6) 2011 due to excessive vaulting. The pt also experienced a unreactive (fixed) pupil. The lens was exchanged for a shorter lens. Pt's last visit bcva was 20/20.